Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k): k141521, k141597. Device evaluated by MFR: the mustang device was returned for evaluation. A visual examination of the returned device found a complete circumferential balloon tear located approximately 2mm distal of the proximal balloon bond. The distal section of balloon material was not returned for analysis. A visual examination of the markerbands identified that the distal markerband was detached and not returned with the device. A visual and tactile examination identified a shaft break approximately 110mm distal from the proximal balloon bond. Part of the shaft that was detached, distal markerband, balloon material and distal tip was not returned with the device. The shaft was also noted to stretched and accordioned. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10nov2025. It was reported that resistance felt when advancing into the sheath. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that there was a lot of resistance upon advancing into the sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed balloon tear, shaft and markerband detachment.